Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 at 5:30pm the patient was sitting up progressing well. He was connected to monitors in the intensive care unit and had ventricular tachycardia. The patient was placed back in bed and given sedation and defibrillator multiple times. The patient further decompensated and required ECMO at bedside. The heartmate 3 was competing for flows with the ECMO so software was requested to be updated to lower the flow limit to 2.0 lpm. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and reported events could not conclusively be determined. Additionally, the report of low flow alarms was confirmed through the esr submitted by an abbott representative. According to the esr, the updated software was successful on both primary and backup controllers. Multiple attempts for additional information were sent to the customer; however, no further detail was provided. The patient remains ongoing on heartmate 3 lvas, serial number:(B)(6); however, they continued to experience low flow alarms post software upgrade on 15mar2020 (reported in manufacturer report number: 2916596-2020-01697). The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.